Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and mild fever (not further specified). The cause of and treatment for the peritonitis were not reported. The patient was hospitalized for the peritonitis. On an unreported date, physioneal and extraneal therapies were discontinued. At the time of this report, the patient was not recovered. No additional information is available.